Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure there was no phacoemulsification power form the handpiece. The surgeon switched to quadrant removal mode where the power was not as good, but the surgeon was able to complete the case with no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. The handpiece was replaced and returned for evaluation. The system was manufactured on october 7, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in with the system set at 100% ultrasonic and torsional power. The handpiece was then connected to the dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).